Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations and therefore, the ruby coil could not be functionally tested; the embolization coil was intact with the pusher assembly and damaged. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil was damaged. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated against resistance, damage such as this may occur. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred while packaging the device for return. The root cause of the initial resistance experienced while advancing the ruby coil could not be determined. The od of the embolization coil was measured and found to be within specification. The resistance that was encountered while removing the coil was likely due to the damaged embolization coil. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using another manufacturer¿s microcatheter. While attempting to advance a new ruby coil through the microcatheter, the physician mentioned experiencing resistance and felt that it was sticky. Subsequently, the ruby coil was unable to advance through the microcatheter and was removed. The physician also mentioned encountering resistance while removing the ruby coil. The procedure was then completed using a new ruby coil and the same microcatheter. It should be noted that the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.